Event description:
The reporter stated that the surgeon inserted a 13.2 mm micl 13.2 implantable collamer lens in 2006 and the patient's iris had to be repositioned due to iris prolapsed. Approx one week later, the lens was explanted due to excessive vault. The patient experience elevated intraocular pressure (iop), narrowing of the angle and shallowing of the anterior chamber depth. Surgery was completed with a shorter lens. During a post-op visit the patient's visual acuity 20/30.

Manufacturer narrative:
Evaluation: a work order search was performed for the lens. Results - a lens work order search was performed for the lens and one similar complaint was found within the search.